Event description:
The customer reported that the zipper on the right side panel of the canopy was damaged and the zipper slider was broken. The damage was detected before the canopy was washed. The customer was not able to provide information related to any pt incident or injury. No product was returned for evaluation.

Manufacturer narrative:
The customer was not able to provide any information related to any incident or pt injury. The product was not returned; therefore we could not perform an evaluation. (B)(4).